Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 did not have the hole in the c ring that is used to push the end loop. They used the end loop to tie off the conduit. This device did not have the hole cut all the way through, that is used to push the end loop. There was no delay in the procedure and there was no patient affect. The procedure was completed with a new device.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Tw (B)(4). Updated fields: b4, g3, g6, h2, h6, h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The lot # 3000497725 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.